Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to weight gain. The patient underwent a revision procedure wherein the battery was replaced and relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to weight gain. The patient underwent a revision procedure wherein the battery was replaced and relocated. The patient was doing well postoperatively.